Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to rv lead crush. The lead integrity alert (lia) was triggered due to a high sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia episodes. The lead showed non-physiologic episodes of noise. It was noted the lead was oversensing and fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.